Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid ascites and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with gentamicin sulphate (once a day, intraperitoneal for 9 days) for peritonitis. Nine days after event onset, the patient was recovered from peritonitis. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.